Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, oversensing, and noise. The lead was revised by removing the lead from the header, testing through an analyzer, and then placing the lead back in the header. The lead remains in use. No patient complications have been reported as a result of this event.